Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose that was too low to register on a meter at the time of the incident. The customer went to bed at a high enough level to get them through the night. The customer was not using a sensor at the time of the incident, but was using the recalled infusion sets. The customer experienced symptoms such as a diabetic coma and unusual breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic directly. The customer stated that the failure of their product caused their low incident. The insulin pump will not be returned for analysis.